Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller and pyxibus module had failed. A field service engineer replaced drawer controller and pyxibus module board. The customer completed the configuration and inventoried several medications within the reported drawer. The remaining hardware was inspected and adjusted as needed. The battery, which had been recently replaced, was confirmed to be in good condition, and all software was verified to be up to date. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 2 was failed and medstation had no power and attempted multiple times to get to restart and it would not turn on. Required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.